Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the ipg was explanted and replaced with another model. Reportedly the patient had effective stimulation postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the scs ipg site due to ipg flipping in the ipg pocket. A sjm representative was unable to establish communication between ipg and external devices. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Result: the complaint for ¿no communication¿ was confirmed. As received the returned ipg did not communicate with a lab test standard ppg due to depleted ipg battery. However when the ipg was cut open and recharged fully, the ipg passed all functional testing. The complaint could not be analyzed for ¿discomfort at ipg site.¿ there was no physical or functional anomaly that could cause the reported complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.